Manufacturer narrative:
The evaluation could not verify heating of the device. The pre-test ambient temperature measured 75.9 degrees f. The temperature measured while running the device was 80.7 degrees f. The maximum allowable temperature is 118 degrees f. No fault was found with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported the drill hand piece was getting hot.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported the em210 has excessive heat. No patient impact.